Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc cannot evaluate the subject device. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. Therefore omsc concluded that this phenomenon occurred accidentally. Omsc surmised that this phenomenon is attributed to inappropriate handling by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility noticed the intestinal perforation of the patient during the colonoscopy. The user facility operated the laparoscopic procedure and treated the intestinal perforation for the patient. After the treatment, the patient recovered well and left the user facility without any adverse reactions.